Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported her insulin pump was not delivering insulin. Her blood glucose was 202 mg/dl. During troubleshooting, after disconnecting and reconnecting the reservoir and infusion set, insulin did not exit when pushed through with a plunger. The infusion set was changed out and insulin still did not exit. Customer then tested with a new reservoir and was instructed to push plunger and verify that insulin exited the tubing. The customer's insulin pump did not alarm no delivery during manual prime and changing the reservoir resolved the issue. Customer declined to troubleshoot for air bubbles. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.